Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for investigation. The returned device was visually inspected and pressure tested for leak. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked along its length. The pressure test revealed that the circuit exhibited some leak and was out of specification. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine what has caused the collar to crack, however based on previous investigations the crack is most likely due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged during use, as confirmed by the hospital. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that a patient was placed on heated humidification therapy. Hospital staff observed some patient desaturation and found the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit cracked. No patient consequence was reported.